Event description:
There was an allegation of questionable sodium electrode, chloride electrode, and potassium electrode results from the cobas 6000 c501 module. Data for approximately 21 patients was provided, below is representative data for 3 patients. Patient 1's initial result was 130 mmol/l, and the repeat result was 137 mmol/l. Patient 2's initial chloride result was 92.3 mmol/l, and the repeat result was 103 mmol/l. The initial potassium result was 3.65 mmol/l, and the repeat result was 4.13 mmol/l. The initial sodium result was 130 mmol/l, and the repeat result was 143 mmol/l. Patient 3's initial chloride result was 92.2 mmol/l, and the repeat result was 104.1 mmol/l. The initial potassium result was 3.68 mmol/l, and the repeat result was 4.21 mmol/l. The initial sodium result was 132 mmol/l, and the repeat result was 148 mmol/l.

Manufacturer narrative:
The sodium, chloride, and potassium electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the root cause was due to pre-analytical handling.